Manufacturer narrative:
(B)(4). Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm and rewind anomaly noted. Device passed sleep current measurement and active current measurement. Device was monitored and tested with no blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. Customer blood glucose value was 390 mg/dl. Customer stated insulin pump also got insulin flow blocked alarm. Customer agreed to troubleshooting but they were stuck on rewind process then decided not to go through with the troubleshooting. The device will be returned for analysis.